Event description:
This unsolicited case from united states was received on (B)(6) 2017 from patient. This case concerns a (B)(6) female patient who received treatment with synvisc one injection and on the same day there was inflammation but her circumference was not measured, could pretty much not bear weight and after unknown latency missed 2 weeks of work and had kind of like tennis elbow and her shoulders, muscles of upper body were pretty hard, had to use her upper body quite a bit to move around and get up. No concomitant medication and concurrent condition was provided. Patient had received synvisc one shot twice in the past and they worked well and she was able to resume activities. The last one was about 6 months ago and the one before 6 months before that. Patient got a right hip replacement in 2015. Patient had multiple sclerosis (ms) and takes rebif. Patient was not allergic to avian or egg products. On (B)(6) 2017, patient had x-rays, knee movement was checked, area was disinfected and received a numbing shot. On the same day, patient received treatment with intra- articular synvisc one injection, once (batch/lot number, expiration date, indication, dose: not provided) bilaterally. Patient did not engage in any tennis or jogging after injections. Patient had received synvisc one from recalled lot. On the same day, by the afternoon patient had swelling and by late afternoon she could pretty much not bear weight. Patient called ortho doctor and they had her elevate and ice and take ibuprofen. But there was no improvement. On the same day, there was inflammation but her circumference was not measured. Patient had bumps on knees and it looked like it was swollen in spots. Patient went again on (B)(6) 2017 and gave her cortisone shots in both knees as both her knees were still swollen. Patient was very uncomfortable. It was reported that for almost 2 weeks from (B)(6) 2017 patient had to use her upper body quiet a bit to move around and get up. And because of that she had kind of like tennis elbow and her shoulders and muscles of upper body were pretty hard. After cortisone shot she did get some relief, but she was still taking quiet a bit of paracetamol (tylenol) and ibuprofen to be comfortable. Patient was still needing a walker to safely move around. Patient could not do full weight bearing yet and move. Since (B)(6) 2017 patient had missed 2 weeks of work. Now she had been coming to work but has to use walker to move. Patient was more uncomfortable on (B)(6) 2017. Patient's knees felt more swollen or pain. On (B)(6) 2017, patient took paracetamol and ibuprofen at 7 am and needed more paracetamol at 11 am. Also reported that there was snow and ice where she lived and she was not comfortable with that. Before the injection there was the usual stiffness from arthritis but after the injection it was rated at 9. Patient did not have fever. They did not do any blood work or drain knee. Patient was not hospitalized but wished she was. Corrective treatment: has to use walker to move for had to use her upper body quite a bit to move around and get up, cortisone, had her elevate and ice and take ibuprofen, paracetamol (tylenol) for there was inflammation but her circumference was not measured and not reported for other events outcome: not recovered for all events a pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: disability for had to use her upper body quite a bit to move around and get up and required intervention for there was inflammation but her circumference was not measured pharmacovigilance comment: sanofi company comment dated 28-dec-2017: this case concerns a patient who has received synvisc one injection and had to use her upper body quite a bit to move around and get up. The event is temporally related to device and therefore complete causal relationship cannot be denied. However, patient's underlying medical condition might also be a contributing factor.

Event description:
Skin cancer [skin cancer]. Had to use her upper body quite a bit to move around and get up/ movement was impossible as my shoulders, elbows and hands became sore [mobility decreased]. Could pretty much not bear weight/could not put weight on legs/weight bearing status ambulatory [weight bearing difficulty]. Some increased laxity of the left knee over the right with varus-valgus stress [joint laxity]. Discomfort in both knees [discomfort in joints]. Warmth [joint warmth] . There was inflammation but her circumference was not measured/inflammatory response/post-synovial inflammation [joint inflammation] ([knee pain], [swelling of knees], [joint stiffness]). Movement was impossible as my shoulders, elbows and hands became sore [pain]. Missed 2 weeks of work/not able to work [inability to work]. Has kind of like tennis elbow [tennis elbow]. Shoulders and muscles of upper body were pretty hard [musculoskeletal stiffness]. Foot pain [foot pain]. Unspecified arthropathy, pelvic region and thigh [unspecified arthropathy]. Case narrative: this unsolicited legal case from united states was received on (B)(6) 2017 from patient. This case concerns a 59 years old female patient who received treatment with hylan g-f 20, sodium hyaluronate (synvisc one) injection and on the same day there was inflammation but her circumference was not measured/inflammatory response/post-synovial inflammation, could pretty much not bear weight/could not put weight on legs/weight bearing status ambulatory and after unknown latency missed 2 weeks of work/not able to work and had kind of like tennis elbow and her shoulders, muscles of upper body were pretty hard, had to use her upper body quite a bit to move around and get up/movement was impossible as my shoulders, elbows and hands became sore (latency: 1 day), skin cancer (latency: 6 months 24 days), unspecified arthropathy, pelvic region and thigh (latency: 10 months 27 days), foot pain, some increased laxity of the left knee over the right with varus-valgus stress, discomfort in both knees, warmth (latency: unknown). Medical history included hyperglycemia, fatigue, dizziness and giddiness, nonspecific reaction to tuberculin skin test without active tuberculosis, allergic state, blood transfusion without reported diagnosis and anemia after hip surgery, cns demyelination, bilateral osteotomy tibia (in 1999, 2000), dilation and curettage in 1995, tubal ligation in 1996, right hip replacement on (B)(6) 2015, joint swelling, changes in activity, numbness, tingling, or burning in extremities, knee injury. Family history included heart attack, hypertension, crohn's disease with colectomy, high cholesterol with father, hypertension with mother, hyperlipidemia with mother and sister. Patient had received hylan g-f 20, sodium hyaluronate shot twice in the past ((B)(6) 2016 and (B)(6) 2017) and they worked well and she was able to resume activities. Patient had ongoing essential hypertension since (B)(6) 2011, diplopia, blurred vision since (B)(6) 2012, multiple sclerosis, relapsing-remitting, vitamin b 12 deficiency and vitamin d deficiency since (B)(6) 2012, acne rosacea, erythematous telangiectatic type since (B)(6) 2013, arthritis of right hip/severe right hip osteoarthritis since (B)(6) 2015, arthritis, degenerative since (B)(6) 2015, granuloma annulare since (B)(6) 2017, obesity since (B)(6) 2017, ms muscles, high blood pressure, high cholesterol, rash, hyperlipidemia, lichen sclerosus et atrophicus, pain in joint, gait problems/difficulty walking, primary osteoarthritis of both knees. Concomitant medication included interferon beta-1a (rebif) for multiple sclerosis (ms), baclofen (lioresal) for ms sore muscles, hydrochlorothiazide/lisinopril (zestoretic) for high blood pressure, atorvastatin calcium (lipitor) for high cholesterol, cyanocobalamin (vitamin b12), colecalciferol (vitamin d3), vaccinium macrocarpon (cranberry), fish oil, ascorbic acid (vitamin c), simvastatin (zocor), tagetes spp. (Lutein), nystatin (nyamyc), amoxicillin (amoxil), clindamycin phosphate (cleocin-t), clobetasol propionate (temovate), hydrochlorothiazide, lisinopril (zestoretic), bifidobacterium bifidum, bifidobacterium lactis, bifidobacterium longum, lactobacillus acidophilus, lactobacillus rhamnosus (probiotic), valaciclovir hydrochloride (valtrex), naproxen (naprosyn), paracetamol (tylenol) for mild pain, ibuprofen (advil), simeticone (mylicon) for flatulence, carmellose sodium (refresh plus) for dry eyes, lactobacillus acidophilus (acidophilus), paraffin, liquid, white soft paraffin (lubrifresh p.m.) For dry eyes. Patient was not allergic to avian or egg products. Patient was allergic from cephalexin and pramipexole hydrochloride (mirapex) and had redness of face and neck. Patient was a non-smoker and occasional alcohol user. On (B)(6) 2017, patient had x-rays, knee movement was checked, area was disinfected and received a numbing shot. On the same day, patient received treatment with intra- articular hylan g-f 20, sodium hyaluronate injection, at the dose of 6 ml once (batch/lot number, expiration date) bilaterally for bilateral knee osteoarthritis. Patient did not engage in any tennis or jogging after injections. Patient had received synvisc one from recalled lot. On the same day, by the afternoon patient had swelling and by late afternoon she could pretty much not bear weight/ could not put weight on legs. Patient called ortho doctor and they had her elevate and ice and take ibuprofen. But there was no improvement. On the same day, there was inflammation but her circumference was not measured. Patient had bumps on knees and it looked like it was swollen in spots. Since (B)(6) 2017 patient had missed 2 weeks of work. Now she had been coming to work but has to use walker to move. Patient's knees felt more swollen or pain. On the same day (after 2 days of receiving synvisc one injection), by the evening, patient had a difficult time bearing any weight on the knees. Overnight patient was in a lot of pain and did not sleep. Patient had contemplated going into the emergency room because of the terrible pain the patient was experiencing. On (B)(6) 2017, in the morning knees of patient were very swollen and very painful. Patient could not bear weight on her knees so called her doctor for help and guidance. Patient was asked to continue elevating her legs, icing her knees and using ibuprofen. Bearing any weight was extremely difficult. Patient had a walker at home from her hip replacement in 2015. Any other movement was impossible as her shoulders, elbows and hands became sore pulling up her body and supporting it to take care of these basic functions only. Patient also felt very unsafe moving about. From (B)(6) 2017, patient continued to follow her doctor's advice to elevate her legs, icing her knees and using ibuprofen. Bearing weight continued to very difficult. On (B)(6) 2017, patient continued leg elevation, icing and ibuprofen. On (B)(6) 2017, patient called her doctor as it was not showing any signs of improvement and patient was advised to take cortisone shots to help reduce the swelling and inflammation. An appointment was made for (B)(6) 2017. On (B)(6) 2017, patient was continued leg elevation, icing and ibuprofen. Shoulders, elbows and hands were sore from supporting her body with her walker. Patient used" tennis elbow" braces on both forearms to assist her. Patient went again on (B)(6) 2017, her knees were very painful, and she could not bear much weight. Patient received bilateral cortisone shots at approximately 1:30 pm to help reduce swelling and inflammation. Patient reported an exacerbation of some swelling after the injections, tried ice elevation, rest, anti-inflammatories but continued with difficulties. There was no evidence of infection and reported to have inflammatory response to the injection. Patient was very uncomfortable. The patient received shots in both knees at approximately 9 am, it was reported that for almost 2 weeks from (B)(6) 2017 patient had to use her upper body quiet a bit to move around and get up and because of that she had kind of like tennis elbow and her shoulders and muscles of upper body were pretty hard. After cortisone shot she did get some relief, but she was still taking quite a bit of paracetamol (tylenol) and ibuprofen to be comfortable. Patient was still needing a walker to safely move around. Patient could not do full weight bearing yet and move. Once back at home she continued leg elevation, icing and ibuprofen. Received a note for her work that stated that due to her treatment for bilateral knee arthritis I would benefit from sedentary work and reduced work hours as symptoms necessitated over the next few weeks. At this point we were still unaware of the recall. From (B)(6) 2017 to (B)(6) 2018, the patient reported that the swelling and inflammation started to reduce, and she could bear some weight on her knees, however, still needed the use of the walker to move about. Ibuprofen was taken regularly. Minimal improvement noticed following the cortisone shots. On (B)(6) 2017, the patient had experienced the swelling and increased pain. The patient was more uncomfortable on (B)(6) 2017. On (B)(6) 2017, patient took paracetamol and ibuprofen at 7am and needed more paracetamol at 11am. It was reported that the before the injection there was the usual stiffness from arthritis but after the injection it was rated at 9. On (B)(6) 2017, the patient was asked to continue elevation, icing and ibuprofen. A follow-up appointment was scheduled for (B)(6) 2017. From (B)(6) 2017, patient had to use a walker for support would elevate legs and ice. Ibuprofen was taken for pain. On (B)(6) 2017, patient had follow-up appointment with doctor, it was reported that the hylan g-f 20, sodium hyaluronate shots had made her knees very angry. Patient was doing better but was still not 100 %, still ached, sore, stiff but not so much swelling or inflammatory reactions left. Patient had post synovial inflammation from the hylan g-f 20, sodium hyaluronate injection. Patient was slowly improving. On (B)(6) 2018, the patient continued with walker use, however, tried to use a cane for short distances. Minor improvement noticed that allowed for some cane use. Patient would elevate legs and ice after work. Used ibuprofen regularly. It was same about week seven also. Patient used naproxen daily and had more relief from pain than the ibuprofen. Felt about the same as week seven to thirteen. On (B)(6) 2018, patient received another set of cortisone shots at approximately 2 pm. These shots helped improve how her knees felt. Patient continued to have pain and discomfort in both knees, physical examination showed mild swelling and warmth, some increased laxity of left knee over the right with varus-valgus stress. Patient was injected with methylprednisolone acetate (depo-medrol). From (B)(6) 2018, knees of patient felt, and improved movement compared to prior weeks. Still needed naproxen daily. On (B)(6) 2018, knees felt about the same as how they felt before ((B)(6) 2018) and patient continued using walker until (B)(6) 2018. Knees kept feeling same until (B)(6) 2018. During week 17 from (B)(6) 2018, the patient continued with walker use to navigate the snow and ice outside and used a cane for inside movement. Patient continued with work, elevated legs and iced after work. Used naproxen daily. Started walking short distances without a cane when I was near furniture or counters for support as needed. It was reported that for two weeks after getting injection patient was not able to work. Since the injection patient had both knees replaced. Patient noted that that was the plan, injections were just being used to delay this operation. Patient walked into get the injections with a cane but could not put weight on legs for two weeks. Patient asked for compensation for pain from injection side effects and for lost time at work/ suffering. It was reported that patient was trying to avoid knee replacements in the winter time and that's why she got these shots and ended up getting the recalled shots and had both knees replaced since. On (B)(6) 2018, patient was diagnosed with skin cancer (latency: 6 months 24 days). On (B)(6) 2018, patient had bilateral total knee arthroplasty with removal of hardware from proximal tibia. These were treated with bilateral long stemmed tibial components. On (B)(6) 2018, patient reported to be doing great, pain was getting better. Patient had good range of motion. She would continue with exercise and activity with physical therapy. On (B)(6) 2018, physical examination showed that overall patient was doing quite well with the knees, noted though that with her new knee position, that her orthotics seem to be not fitting quite as well and she does have some foot pain. Patient would reorder orthotics in that those likely would need to be changed and realigned in regard to her alignment of her lower extremities. Patient was walking with a cane for balance but otherwise did not had significant pain. On (B)(6) 2018, patient was diagnosed with unspecified arthropathy, pelvic region and thigh (latency: 10 months 27 days). Corrective treatment: cortisone, had her elevate and ice and take ibuprofen, paracetamol (tylenol), naproxen and bilateral total knee arthroplasty, methylprednisolone acetate for there was inflammation but her circumference was not measured/inflammatory response/post-synovial inflammation; walker and cane for could pretty much not bear weight/could not put weight on legs/weight bearing status ambulatory, had to use her upper body quite a bit to move around and get up/ movement was impossible as my shoulders, elbows and hands became sore; methylprednisolone acetate for some increased laxity of the left knee over the right with varus-valgus stress, discomfort in both knees, warmth, and not reported for other events outcome: recovering for could pretty much not bear weight/could not put weight on legs/weight bearing status ambulatory, there was inflammation but her circumference was not measured/inflammatory response/post-synovial inflammation; unknown for had to use her upper body quite a bit to move around and get up/ movement was impossible as my shoulders, elbows and hands became sore, skin cancer, foot pain, some increased laxity of the left knee over the right with varus-valgus stress, discomfort in both knees, warmth, unspecified arthropathy, pelvic region and thigh, not recovered for rest of the events. A product technical complaint was initiated with global ptc number 51534. The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: medically significant for skin cancer, disability for had to use her upper body quite a bit to move around and get up/ movement was impossible as my shoulders, elbows and hands became sore, could pretty much not bear weight/could not put weight on legs/weight bearing status ambulatory and required intervention for some increased laxity of the left knee over the right with varus-valgus stress, discomfort in both knees, warmth, there was inflammation but her circumference was not measured/inflammatory response/post-synovial inflammation additional information was received on (B)(6) 2018. Investigation results were received and added. Clinical course updated and text amended accordingly. Additional information was received on (B)(6) 2018 from patient. Event movement was impossible as my shoulders, elbows and hands became sore was added. Corrective treatment of the event could pretty much not bear weight/ could not put weight on legs was updated to walker and cane. Outcome of the event there was inflammation but her circumference was not measured, could pretty much not bear weight/ could not put weight on legs was updated from not recovered to recovering. Corrective treatment of the event was updated from cortisone, had her elevate and ice and take ibuprofen, paracetamol (tylenol) to cortisone, had her elevate and ice and take ibuprofen, paracetamol (tylenol), naproxen. Concomitant medications were added. Medical history of multiple sclerosis relapses was added. Drug allergies were added. Event had to use her upper body quite a bit to move around and get up and had to movement was impossible as my shoulders, elbows and hands became sore were merged to a single event had to use her upper body quite a bit to move around and get up/ movement was impossible as my shoulders, elbows and hands became sore. Clinical course updated and text amended accordingly. Additional information was received on (B)(6) 2018 from patient: verbatim of missed 2 weeks of work/ not able to work and could pretty much not bear weight/ could not put weight on legs was updated, clinical course updated and text amended accordingly. Additional information received on (B)(6) 2018 from patient. Corrective treatment for event there was inflammation but her circumference was not measured was updated. Text amended accordingly. Additional information was received on (B)(6) 2019 from lawyer. Medical history and concomitant medications were updated. Events of unspecified arthropathy, pelvic region and thigh, skin cancer, foot pain, some increased laxity of the left knee over the right with varus-valgus stress, discomfort in both knees, warmth were added with details. Verbatim of there was inflammation but her circumference was not measured was updated to there was inflammation but her circumference was not measured/inflammatory response/post-synovial inflammation and for event could pretty much not bear weight/could not put weight on legs was updated to could pretty much not bear weight/could not put weight on legs/weight bearing status ambulatory.

Event description:
This unsolicited case from united states was received on 21-dec-2017 from patient. This case concerns a (B)(6) years old female patient who received treatment with synvisc one injection and on the same day there was inflammation but her circumference was not measured, could pretty much not bear weight and after unknown latency missed 2 weeks of work and had kind of like tennis elbow and her shoulders, muscles of upper body were pretty hard, had to use her upper body quite a bit to move around and get up. No concomitant medication and concurrent condition was provided. Patient had received synvisc one shot twice in the past and they worked well and she was able to resume activities. The last one was about 6 months ago and the one before 6 months before that. Patient got a right hip replacement in 2015. Patient had multiple sclerosis (ms) and takes rebif. Patient was not allergic to avian or egg products. On (B)(6) 2017, patient had x-rays, knee movement was checked, area was disinfected and received a numbing shot. On the same day, patient received treatment with intra- articular synvisc one injection, once (batch/lot number, expiration date, indication, dose: not provided) bilaterally. Patient did not engage in any tennis or jogging after injections. Patient had received synvisc one from recalled lot. On the same day, by the afternoon patient had swelling and by late afternoon she could pretty much not bear weight. Patient called ortho doctor and they had her elevate and ice and take ibuprofen. But there was no improvement. On the same day, there was inflammation but her circumference was not measured. Patient had bumps on knees and it looked like it was swollen in spots. Patient went again on (B)(6) 2017 and gave her cortisone shots in both knees as both her knees were still swollen. Patient was very uncomfortable. It was reported that for almost 2 weeks from (B)(6) 2017 to (B)(6) 2017 patient had to use her upper body quiet a bit to move around and get up. And because of that she had kind of like tennis elbow and her shoulders and muscles of upper body were pretty hard. After cortisone shot she did get some relief, but she was still taking quiet a bit of paracetamol (tylenol) and ibuprofen to be comfortable. Patient was still needing a walker to safely move around. Patient could not do full weight bearing yet and move. Since (B)(6) 2017 patient had missed 2 weeks of work. Now she had been coming to work but has to use walker to move. Patient was more uncomfortable on (B)(6) 2017. Patient's knees felt more swollen or pain. On (B)(6) 2017, patient took paracetamol and ibuprofen at 7am and needed more paracetamol at 11am. Also reported that there was snow and ice where she lived and she was not comfortable with that. Before the injection there was the usual stiffness from arthritis but after the injection it was rated at 9. Patient did not have fever. They did not do any blood work or drain knee. Patient was not hospitalized but wished she was. Corrective treatment: has to use walker to move for had to use her upper body quite a bit to move around and get up, cortisone, had her elevate and ice and take ibuprofen, paracetamol (tylenol) for there was inflammation but her circumference was not measured and not reported for other events. Outcome: not recovered for all events. A product technical complaint was initiated with global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: disability for had to use her upper body quite a bit to move around and get up and required intervention for there was inflammation but her circumference was not measured additional information was received on 12-feb-2018. Investigation results were received and added. Clinical course updated and text amended accordingly. Pharmacovigilance comment: sanofi company comment dated 28-dec-2017: this case concerns a patient who has received synvisc one injection and had to use her upper body quite a bit to move around and get up. The event is temporally related to device and therefore complete causal relationship cannot be denied. However, patient's underlying medical condition might also be a contributing factor.

Event description:
Had to use her upper body quite a bit to move around and get up/ movement was impossible as my shoulders, elbows and hands became sore [mobility decreased] could pretty much not bear weight/could not put weight on legs [weight bearing difficulty] there was inflammation but her circumference was not measured [joint inflammation] ([knee pain], [swelling of knees]) movement was impossible as my shoulders, elbows and hands became sore [pain] missed 2 weeks of work/not able to work [inability to work] has kind of like tennis elbow and her shoulders and muscles of upper body were pretty hard [ill-defined disorder] case narrative: this unsolicited case from united states was received on 21-dec-2017 from patient. This case concerns a 59 years old female patient who received treatment with synvisc one injection and on the same day there was inflammation but her circumference was not measured, could pretty much not bear weight/ could not put weight on legs and after unknown latency missed 2 weeks of work/ not able to work and had kind of like tennis elbow and her shoulders, muscles of upper body were pretty hard, had to use her upper body quite a bit to move around and get up/movement was impossible as my shoulders, elbows and hands became sore (latency: 1 day). Patient had received synvisc one shot twice in the past and they worked well and she was able to resume activities. The last one was about 6 months ago and the one before 6 months before that. Patient got a right hip replacement in 2015 and history of multiple sclerosis relapses. Concomitant medication included interferon beta-1a (rebif) for multiple sclerosis (ms), baclofen for ms sore muscles, hydrochlorothiazide/lisinopril (zestoretic) for high blood pressure, atorvastatin calcium (lipitor) for high cholesterol, cyanocobalamin (vitamin b12), colecalciferol (vitamin d3), vaccinium macrocarpon (cranberry), fish oil, ascorbic acid (vitamin c). Patient was not allergic to avian or egg products. Patient was allergic from cephalexin and pramipexole hydrochloride (mirapex) and had rash. On (B)(6) 2017, patient had x-rays, knee movement was checked, area was disinfected and received a numbing shot. On the same day, patient received treatment with intra- articular synvisc one injection, once (batch/lot number, expiration date, indication, dose: not provided) bilaterally. Patient did not engage in any tennis or jogging after injections. Patient had received synvisc one from recalled lot. On the same day, by the afternoon patient had swelling and by late afternoon she could pretty much not bear weight/ could not put weight on legs. Patient called ortho doctor and they had her elevate and ice and take ibuprofen. But there was no improvement. On the same day, there was inflammation but her circumference was not measured. Patient had bumps on knees and it looked like it was swollen in spots. Patient went again on 07-dec-2017 and gave her cortisone shots in both knees as both her knees were still swollen. Patient was very uncomfortable. The patient received shots in both knees at approximately 9 am, it was reported that for almost 2 weeks from (B)(6)-2017 patient had to use her upper body quiet a bit to move around and get up and because of that she had kind of like tennis elbow and her shoulders and muscles of upper body were pretty hard. After cortisone shot she did get some relief, but she was still taking quiet a bit of paracetamol (tylenol) and ibuprofen to be comfortable. Patient was still needing a walker to safely move around. Patient could not do full weight bearing yet and move. Since (B)(6) 2017 patient had missed 2 weeks of work. Now she had been coming to work but has to use walker to move. Patient's knees felt more swollen or pain. On the same day (after 2 days of receiving synvisc one injection), by the evening, patient had a difficult time bearing any weight on my knees. Overnight patient was in a lot of pain and did not sleep. Patient had contemplated going into the emergency room because of the terrible pain the patient was experiencing. On (B)(6) 2017, in the morning knees of patient were very swollen and very painful. Patient could not bear weight on her knees so called my doctor for help and guidance. Patient was asked to continue elevating my legs, icing my knees and using ibuprofen. Bearing any weight was extremely difficult. Patient had a walker at home from her hip replacement in 2015. Any other movement was impossible as my shoulders, elbows and hands became sore pulling up my body and supporting it to take care of these basic functions only. Patient also felt very unsafe moving about. From (B)(6)2017, patient continued to follow her doctor's advice to elevate her legs, icing my knees and using ibuprofen. Bearing weight continued to very difficult. On (B)(6)2017, patient continued leg elevation, icing and ibuprofen. On (B)(6)-2017, patient called her doctor as it was not showing any signs of improvement and patient was advised to take cortisone shots to help reduce the swelling and inflammation. An appointment was made for (B)(6) 2017, patient was continued leg elevation, icing and ibuprofen. Shoulders, elbows and hands were sore from supporting my body with her walker. Patient used" tennis elbow" braces on both forearms to assist her. On (B)(6)2017, her knees were very painful and she could not bear much weight. Patient received bilateral cortisone shots at approximately 1:30 pm to help reduce swelling and inflammation. Once back at home she continued leg elevation, icing and ibuprofen. Received a note for my work that stated that due to my treatment for bilateral knee arthritis I would benefit from sedentary work and reduced work hours as symptoms necessitated over the next few weeks. At this point we were still unaware of the recall. The patient was more uncomfortable on (B)(6) 2017, patient took paracetamol and ibuprofen at 7am and needed more paracetamol at 11am. It was reported that the before the injection there was the usual stiffness from arthritis but after the injection it was rated at 9. From (B)(6) 2018, the patient reported that the swelling and inflammation started to reduce and she could bear some weight on my knees, however, still needed the use of the walker to move about. Ibuprofen was taken regularly. Minimal improvement noticed following the cortisone shots. On (B)(6)2017, the patient had experienced the swelling and increased pain. On (B)(6)2017, the patient was asked to continue elevation, icing and ibuprofen. A follow-up appointment was scheduled for (B)(6) 2017, patient had to use a walker for support would elevate legs and ice. Ibuprofen was taken for pain. On (B)(6) 2017, patient had follow-up appointment with doctor, it was reported that the synvisc-one shots had made her knees very angry. From (B)(6) -2018, the patient continued with walker use, however, tried to use a cane for short distances. Minor improvement noticed that allowed for some cane use. Patient would elevate legs and ice after work. Used ibuprofen regularly. It was same about week seven also. Patient used naproxen daily and had more relief from pain than the ibuprofen. Felt about the same as week seven to thirteen. On 08-mar-2018, patient received another set of cortisone shots at approximately 2 pm. These shots helped improve how her knees felt. From (B)(6) 2018, knees of patient felt, and improved movement compared to prior weeks. Still needed naproxen daily. On (B)(6) 2018, knees felt about the same as how they felt on (B)(6) 2018. During week 17 from (B)(6) 2018, the patient continued with walker use to navigate the snow and ice outside and used a cane for inside movement. Patient continued with work, elevated legs and iced after work. Used naproxen daily. Started walking short distances without a cane when I was near furniture or counters for support as needed. It was reported that for two weeks after getting injection patient was not able to work. Since the injection patient had both knees replaced. Patient noted that that was the plan, injections were just being used to delay this operation. Patient walked into get the injections with a cane but could not put weight on legs for two weeks. Patient asked for compensation for pain from injection side effects and for lost time at work/ suffering. It was reported that patient was trying to avoid knee replacements in the winter time and that's why she got these shots and ended up getting the recalled shots and had both knees replaced since. Corrective treatment: cortisone, had her elevate and ice and take ibuprofen, paracetamol (tylenol), naproxen and both knee replaced for there was inflammation but her circumference was not measured; walker and cane for could pretty much not bear weight/ could not put weight on legs, had to use her upper body quite a bit to move around and get up/ movement was impossible as my shoulders, elbows and hands became sore; and not reported for other events outcome: recovering for could pretty much not bear weight/could not put weight on legs, there was inflammation but her circumference was not measured; unknown for movement was impossible as my shoulders, elbows and hands became sore, not recovered for rest of the events. A product technical complaint was initiated with global ptc number 51534. The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: disability for had to use her upper body quite a bit to move around and get up and required intervention for there was inflammation but her circumference was not measured additional information was received on (B)(6) 2018. Investigation results were received and added. Clinical course updated and text amended accordingly. Additional information was received on (B)(6) 2018 from patient. Event movement was impossible as my shoulders, elbows and hands became sore was added. Corrective treatment of the event could pretty much not bear weight/ could not put weight on legs was updated to walker and cane. Outcome of the event there was inflammation but her circumference was not measured, could pretty much not bear weight/ could not put weight on legs was updated from not recovered to recovering. Corrective treatment of the event was updated from cortisone, had her elevate and ice and take ibuprofen, paracetamol (tylenol) to cortisone, had her elevate and ice and take ibuprofen, paracetamol (tylenol), naproxen. Concomitant medications were added. Medical history of multiple sclerosis relapses was added. Drug allergies were added. Event had to use her upper body quite a bit to move around and get up and had to movement was impossible as my shoulders, elbows and hands became sore were merged to a single event had to use her upper body quite a bit to move around and get up/ movement was impossible as my shoulders, elbows and hands became sore. Clinical course updated and text amended accordingly. Additional information was received on 17-aug-2018 from patient: verbatim of missed 2 weeks of work/ not able to work and could pretty much not bear weight/ could not put weight on legs was updated, clinical course updated and text amended accordingly. Additional information received on 18-sep-2018 from patient. Corrective treatment for event there was inflammation but her circumference was not measured was updated. Text amended accordingly.

Event description:
This unsolicited case from united states was received on (B)(6) 2017 from patient. This case concerns a 59 years old female patient who received treatment with synvisc one injection and on the same day there was inflammation but her circumference was not measured, could pretty much not bear weight and after unknown latency missed 2 weeks of work and had kind of like tennis elbow and her shoulders, muscles of upper body were pretty hard, had to use her upper body quite a bit to move around and get up/movement was impossible as my shoulders, elbows and hands became sore (latency: 1 day). Patient had received synvisc one shot twice in the past and they worked well and she was able to resume activities. The last one was about 6 months ago and the one before 6 months before that. Patient got a right hip replacement in 2015 and history of multiple sclerosis relapses. Concomitant medication included interferon beta-1a (rebif) for multiple sclerosis (ms), baclofen for ms sore muscles, hydrochlorothiazide/ lisinopril (zestoretic) for high blood pressure, atorvastatin calcium (lipitor) for high cholesterol, cyanocobalamin (vitamin b12), colecalciferol (vitamin d3), vaccinium macrocarpon (cranberry), fish oil, ascorbic acid (vitamin c). Patient was not allergic to avian or egg products. Patient was allergic from cephalexin and pramipexole hydrochloride (mirapex) and had rash. On (B)(6) 2017, patient had x-rays, knee movement was checked, area was disinfected and received a numbing shot. On the same day, patient received treatment with intra- articular synvisc one injection, once (batch/lot number, expiration date, indication, dose: not provided) bilaterally. Patient did not engage in any tennis or jogging after injections. Patient had received synvisc one from recalled lot. On the same day, by the afternoon patient had swelling and by late afternoon she could pretty much not bear weight. Patient called ortho doctor and they had her elevate and ice and take ibuprofen. But there was no improvement. On the same day, there was inflammation but her circumference was not measured. Patient had bumps on knees and it looked like it was swollen in spots. Patient went again on (B)(6) 2017 and gave her cortisone shots in both knees as both her knees were still swollen. Patient was very uncomfortable. The patient received shots in both knees at approximately 9 am, it was reported that for almost 2 weeks from on (B)(6) 2017 patient had to use her upper body quiet a bit to move around and get up and because of that she had kind of like tennis elbow and her shoulders and muscles of upper body were pretty hard. After cortisone shot she did get some relief, but she was still taking quiet a bit of paracetamol (tylenol) and ibuprofen to be comfortable. Patient was still needing a walker to safely move around. Patient could not do full weight bearing yet and move. Since on (B)(6) 2017, patient had missed 2 weeks of work. Now she had been coming to work but has to use walker to move. Patient's knees felt more swollen or pain. On the same day (after 2 days of receiving synvisc one injection), by the evening, patient had a difficult time bearing any weight on my knees. Overnight patient was in a lot of pain and did not sleep. Patient had contemplated going into the emergency room because of the terrible pain the patient was experiencing. On (B)(6) 2017, in the morning knees of patient were very swollen and very painful. Patient could not bear weight on her knees so called my doctor for help and guidance. Patient was asked to continue elevating my legs, icing my knees and using ibuprofen. Bearing any weight was extremely difficult. Patient had a walker at home from her hip replacement in 2015. Any other movement was impossible as my shoulders, elbows and hands became sore pulling up my body and supporting it to take care of these basic functions only. Patient also felt very unsafe moving about. From on (B)(6) 2017, patient continued to follow her doctor's advice to elevate her legs, icing my knees and using ibuprofen. Bearing weight continued to very difficult. On (B)(6) 2017, patient continued leg elevation, icing and ibuprofen. On (B)(6) 2017, patient called her doctor as it was not showing any signs of improvement and patient was advised to take cortisone shots to help reduce the swelling and inflammation. An appointment was made for on (B)(6) 2017. On (B)(6) 2017, patient was continued leg elevation, icing and ibuprofen. Shoulders, elbows and hands were sore from supporting my body with her walker. Patient used" tennis elbow" braces on both forearms to assist her. On (B)(6) 2017, her knees were very painful and she could not bear much weight. Patient received bilateral cortisone shots at approximately 1:30 pm to help reduce swelling and inflammation. Once back at home she continued leg elevation, icing and ibuprofen. Received a note for my work that stated that due to my treatment for bilateral knee arthritis I would benefit from sedentary work and reduced work hours as symptoms necessitated over the next few weeks. At this point we were still unaware of the recall. The patient was more uncomfortable on (B)(6) 2017. On (B)(6) 2017, patient took paracetamol and ibuprofen at 7am and needed more paracetamol at 11am. It was reported that the before the injection there was the usual stiffness from arthritis but after the injection it was rated at 9. From on (B)(6) 2017 to on (B)(6) 2018, the patient reported that the swelling and inflammation started to reduce and she could bear some weight on my knees, however, still needed the use of the walker to move about. Ibuprofen was taken regularly. Minimal improvement noticed following the cortisone shots. On (B)(6) 2017, the patient had experienced the swelling and increased pain. On (B)(6) 2017, the patient was asked to continue elevation, icing and ibuprofen. A follow-up appointment was scheduled for on (B)(6) 2017. From on (B)(6) 2017, patient had to use a walker for support would elevate legs and ice. Ibuprofen was taken for pain. On (B)(6) 2017, patient had follow-up appointment with doctor, it was reported that the synvisc-one shots had made her knees very angry. From on(B)(6) 2018, the patient continued with walker use, however, tried to use a cane for short distances. Minor improvement noticed that allowed for some cane use. Patient would elevate legs and ice after work. Used ibuprofen regularly. It was same about week seven also. Patient used naproxen daily and had more relief from pain than the ibuprofen. Felt about the same as week seven to thirteen. On (B)(6) 2018, patient received another set of cortisone shots at approximately 2 pm. These shots helped improve how her knees felt. From on (B)(6) 2018, knees of patient felt and improved movement compared to prior weeks. Still needed naproxen daily. On (B)(6) 2018, knees felt about the same as how they felt on (B)(6) 2018. During week 17 from on (B)(6) 2018, the patient continued with walker use to navigate the snow and ice outside and used a cane for inside movement. Patient continued with work, elevated legs and iced after work. Used naproxen daily. Started walking short distances without a cane when I was near furniture or counters for support as needed. Corrective treatment: has to use walker to move for had to use her upper body quite a bit to move around and get up, cortisone, had her elevate and ice and take ibuprofen, paracetamol (tylenol), naproxen for there was inflammation but her circumference was not measured; walker and cane for could pretty much not bear weight, had to use her upper body quite a bit to move around and get up/ movement was impossible as my shoulders, elbows and hands became sore; and not reported for other events outcome: not recovered for all events. A product technical complaint was initiated with global ptc number: 51534. The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: disability for had to use her upper body quite a bit to move around and get up and required intervention for there was inflammation but her circumference was not measured additional information was received on 12-feb-2018. Investigation results were received and added. Clinical course updated and text amended accordingly. Additional information was received on (B)(6) 2018 from patient. Event movement was impossible as my shoulders, elbows and hands became sore was added. Corrective treatment of the event could pretty much not bear weight was updated to walker and cane. Outcome of the event there was inflammation but her circumference was not measured, could pretty much not bear weight was updated from not recovered to recovering. Corrective treatment of the event was updated from cortisone, had her elevate and ice and take ibuprofen, paracetamol (tylenol) to cortisone, had her elevate and ice and take ibuprofen, paracetamol (tylenol), naproxen. Concomitant medications were added. Medical history of multiple sclerosis relapses was added. Drug allergies were added. Event had to use her upper body quite a bit to move around and get up and had to movement was impossible as my shoulders, elbows and hands became sore were merged to a single event had to use her upper body quite a bit to move around and get up/ movement was impossible as my shoulders, elbows and hands became sore. Clinical course updated and text amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 03-apr-18. The follow up received does not change the previous assessment of the case. This case concerns a patient who has received synvisc one injection and had to use her upper body quite a bit to move around and get up and has her mobility decreased. The event is temporally related to device and therefore complete causal relationship cannot be denied. However, patient's underlying medical condition might also be a contributing factor.